Manufacturer narrative:
One ampere¿ rf ablation generator 1.0.7 ous was received for evaluation. Power was applied to the ampere, the unit did not initiate the power-on-self-test (post) as the splash screen did not load and went to a solid white screen, which duplicated the reported symptom. This was isolated to the power supply board assembly by means of temporary replacement. The reported symptom was able to be duplicated by power sequencing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the investigation and information provided to abbott this symptom was able to be confirmed, and the root cause was attributed to the power supply board assembly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported failure to deliver energy issue could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a supraventricular tachycardia procedure, the ampere generator could not deliver energy, resulting in a cancellation of the procedure. After the catheter discharged ablation for a period of time, it was noted that the screen turned white after the catheter was not connected, the ampere generator parameters disappeared, and the discharge could not continue. After repeatedly restarting the ampere generator, checking all the connections of the device and conduit, and even restoring the factory settings, it was noted that the ampere generator still did not discharge normally or restart itself after discharging. After investigation and consultation with the engineers of the equipment department, it was suspected that the ampere generator was not functioning correctly. After consultation, the procedure was cancelled. There were no adverse consequences to the patient.